Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large suturecut needle driver instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and instrument pitch inputs failed to engage with the system's sterile adapter during multiple attempts. Additional observation(s) : the instrument was found to have a fully broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. The missing crimp on instrument is related to a broken pitch cable. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument displayed an error message upon installation. It was observed to have a loose cable. The procedure was completed with no reported injury.